Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs (high sensitive) assay - tnths on an e602 analyzer. The customer stated that the same issue has occurred in the past few months, which led to preventive maintenance being performed on the analyzer on (B)(6) 2016. No additional details were provided regarding other occurrences. The sample initially resulted as 44.25 pg/ml and this value was reported outside of the laboratory. A new sample was collected from the patient 3 hours later and tested for tnths, resulting as < 5 pg/ml. Since there was a difference in results between the two samples, the initial value of 44.25 pg/ml was questioned. The original sample was then repeated, resulting with a tnths value of 3.28 pg/ml. The second sample was also repeated, resulting as < 5 pg/ml for tnths. A third sample collected from the patient a few hours later was also tested, resulting as <5 pg/ml for tnths. The patient was not adversely affected. The tnths reagent lot number was 138696. The reagent expiration date was asked for, but not provided. The field service engineer changed the measuring cells of the analyzer and ran performance testing. The analyzer was said to be working well and within specifications after the service actions.